Event description:
Green gia 80mm 4.8 mm stapler. The load the stapler was packaged with (original load) discharged without difficulty. When the stapler was unloaded by the scrub tech, a piece of the stapler came off with the original load and the stapler could not be reloaded.